Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was attempted and not used as the physician was unable to obtain capture in the coronary sinus. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).